Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pleural effusion. It was reported that right atrial (ra) lead was due to be revised and that the thresholds were slightly elevated for a day. The lead remain in use. No further patient complications have been reported as a result of this event.